Manufacturer narrative:
The field service engineer cleaned the closed tube sampling (cts) probe drying path and performed internal cleaning of the cts probe. He verified all the rinse arm pipes and performed internal cleaning of the rinse needles, checked the adjustments of the reagent probes, and verified the incubation bath and cuvettes. Quality controls were performed with acceptable results. The investigation determined the service actions performed resolved the issue.

Manufacturer narrative:
The a1cx3 reagent lot was 672510 with an expiration date of 31-jan-2023. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the a1cx3 (tina-quant hemoglobin a1cdx gen.3) assay on a cobas c513 analyzer. The sample initially resulted in a hba1c value of 9.83 % and repeated as 5.70 %.